Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had pain, redness, chills, warmth, and purulent drainage at the site of the implant. The patient developed a cardiovascular implantable electronic device infection with the organism being coagular negative staphylococcus. The implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, right atrial (ra) lead, and antibacterial envelope were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.